Event description:
A review of retrospective clinical data noted a patient who underwent bilateral, two stage, prepectoral breast reconstruction with ovitex prs presented with redness and swelling on the left breast. A seroma was noted at the site which led to removal of the breast implant and ovitex prs. During this reoperation, the ovitex prs appeared partially resorbed and the breast implant was replaced.

Manufacturer narrative:
A review of site entered retrospective clinical data noted a serious adverse event that may be related to the use of the device. Upon review, it was determined that the device may have caused or contributed to the event, though this could not be confirmed through review of all information provided by the site. Seroma is a known complication potentially associated with the use of this device as noted in the instructions for use. A review of manufacturing records noted no non-conformances or anomalies that may have caused or contributed to this event. The root cause of this issue could not be determined.